Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient came in for ischemic stroke and abnormal pump parameters with high power greater than 10 and flow out of range with elevated ldh. A cardiac cta was performed and showed the pump input cannula is closely apposed and partially obstructed by ventricular free wall and the pump output cannula has diffuse eccentric thrombus along its length. The pt underwent a pump exchange. The surgeon states the pump exchange was due to thrombus which he suspects is related to mal-positioning of the inflow.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.